Event description:
On (B)(6) 2011, an employee at (B)(6), approached an allen representative to report a patient incident following the use of the beach chair standard headrest. A (B)(6) male patient was in surgery for a left side shoulder arthroscopy. In recovery, it was noted he had partial facial paralysis and the staff diagnosed him with bell's palsy.

Manufacturer narrative:
There are no prior reports on file and it is not clear that the beach chair standard headrest caused or contributed to the patient's outcome. Case anesthesiologist, (B)(6), said the patient's bell's palsy condition could potentially be virus-related or due to stress or due to overtightening of the positioner. The headrest did not malfunction, he said. The hospital has declined allen's offer to have the headrest returned for evaluation. They continue to use it with new cases. Dr. (B)(6) believes he will likely see full recovery of the patient within three months.